Event description:
During a remote follow-up, a diagnostic anomaly due to ectopic beats was observed on the device. No intervention has been performed at this time. The patient was stable with no consequences.